Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: visual analysis of the returned device identified: opening on anterior, posterior and radius, brown particle in the fill channel and wear abrasion. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify opening striated in the anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: two striated edge opening on anterior, posterior and radius side assessed as surgical damage.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.